Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris set experienced damaged tubing, and leakage. The following information was provided by the initial reporter: we had an incident of a leaking giving set, it was leaking within the closed-door section of the pump. We¿ve had a couple of issue where we have suspected the pump may have caused the damage to the set.

Event description:
It was reported that the unspecified bd alaris set experienced damaged tubing, and leakage. The following information was provided by the initial reporter: we had an incident of a leaking giving set, it was leaking within the closed-door section of the pump. We¿ve had a couple of issue where we have suspected the pump may have caused the damage to the set.

Manufacturer narrative:
After further review MFR#: 2243072-2022-00304 is a duplicate of another complaint. As a result MFR#: 2243072-2022-00304 is null and void.